Event description:
Medtronic received information that this silicone membrane oxygenator exhibited a fluid leak from the gas port. This observation was made while priming the device, prior to use. The device was removed and replaced, with no patient involvement. It was reported that the hospital uses deep negative vacuum pressures during the priming phase, to remove air from the device.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: visual inspection shows no outward signs of damage to the outer wrap of silicone oxy. Unit was run with fluid at 1.8 l/min with 3 psi back pressure for 30 minutes. During run, clear fluid was observed exiting the gas port. Unit was then dissected which clearly shows fluid inside the envelope, approximately 5 1/2 feet from start roll. Unit was dried overnight and vacuum tested in the morning. Vacuum test shows 1 leak at side seam approximately 5 1/2' from start roll. Microscope inspection shows a puncture hole in the membrane, due to a rough, high spot from screen sizing. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device occurred and is related to the event. As the product passed all manufacturing tests prior to being released for distribution, we suspect that the damage occurred outside of medtronic's control. Evaluation of the membrane identified a high spot on the membrane screen, which likely contributed to the puncture. We suspect that the deep negative vacuum pressures also contributed to the event. Medtronic is currently investigating the issue to identify root cause for the high spot on the membrane screen. The customer has elected to decrease the amount of negative pressure used while priming these devices. No adverse patient effects were reported.